Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: review of the black box data revealed multiple records of call service alarm 054 on the date of the complaint. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿ issue; a blank display can be mistaken by the user as the pump not having power. However, functioning audio tone and vibration is evidence of power to the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked. Additionally, moisture was found in the display and inside the pump on the printed circuit board. Investigation determined the display was blank as a result of the moisture ingress.